Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device used for treatment and not diagnosis. Review of synthes device history record revealed no complaint related anomalies for this product lot. Our investigation has shown that both screws are indeed broken off. We do suppose, as it was also mentioned dense bone, that the applied mechanical force, beyond its calculated design, has been resulted in the breakage of the tips. The microscopic views of the broken surfaces due not show any anomalies. Note that both screws were analyzed for conformance to print specification, as well as the device history records were researched. No abnormal findings were identified. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system. The investigation is ongoing.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure, surgeon was inserting oba screws, two, and they broke leaving the tips in the patient. Both tips were burred out of the patients bone. Surgeon noted region six was very dense bone and it was in an edentulous area. Screws were used as self drilling and no pre drilling was performed. This is 2 of 2 reports for this event.

Manufacturer narrative:
(B)(4): placeholder.